Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed contamination found underneath the down arrow button key contact. The keypad buttons were found to be responsive and had normal spring back. The battery compartment was also found to be cracked between the case seal and the grip. The text on the display screen was also found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination found underneath the down arrow button key contact, the battery compartment was found to be cracked between the case seal and the grip and the text on the display screen was found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.